Event description:
During the device evaluation, the cysto-nephro videoscope was found to exhibit corrosion on the forceps channel port and foreign material at the device distal end. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed corrosion on the forceps channel port and the foreign material at the device distal tip could not be determined, however, the issues were likely the result of insufficient device cleaning/reprocessing and or environmental factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.